Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced redness and swelling at their ipg site on (B)(6) .x-rays were taken however the results are unknown. As a result, the patient underwent surgical intervention on (B)(6) to have their ipg replaced. The issue has been resolved.